Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient sought treatment at the emergency room for a blood glucose >500 mg/dl on (B)(6) 2014, and remains hospitalized with diabetic ketoacidosis and symptoms of nausea, polydipsia, and polyuria. Treatment included IV fluids. This complaint is being reported as the patient experienced hyperglycemia and because customer support, through troubleshooting, was unable to eliminate the pump as a cause or/contributor to the bg excursion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.